Event description:
It was reported that the drill broke while making the femoral tunnel. A backup device was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
One 72202971 cannulated 4.5mm flexible drill received. This drill is three years old. Visual inspection shows the cutting edges have been damaged and dulled. The drill has been broken in the flex/cannulated shaft area. There is approximately 3.5¿ of instrument missing that was not returned. The coiled section returned is visibly bent and the coils have been permanently sprung; they are no longer concentric. This area is sensitive to inadvertent torque force. The instrument is intended to flex but not bend. Sudden starting and stopping of the drill bit in the bone may cause drill bit breakage. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time.